Event description:
It was reported that there was a line going across the display of the infusion device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).